Event description:
Caller reported they were uncertain whether or not the pump was empty. The pump was alarming and the patient was planning to go to the clinic. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the pump was low but not completely dry. The pump was alarming because it went below the re servoir alarm volume.

Event description:
Additional information: it was reported that the pump was refilled. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).